Manufacturer narrative:
Concomitant medical products: tw4036c112x stent, implanted: (B)(6) 2010; tw4036c112x stent, implanted: (B)(6) 2010; tw4440c111x stent ,implanted: (B)(6) 2010; tf3434c115x x2 stent, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead position check failed, and there was oversensing and undersensing observed on electrogram. The ra lead remains in use. No patient complications have been reported as a result of this event.